Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's email not provided/unknown. Device remains implanted.

Event description:
It was reported that the internal threading of the implant was damaged. The implant needs to be re-threaded.